Event description:
Pt status post g-tube placement, d/c'd (discharged) to home three days later. Patient presented to the emergency department with a g-tube complication approximately 2 days after discharge. Pt was at home when balloon of gt became partially deflated. Mother brought patient to ER where the button was evaluated by surgery, dye study showed that the gt was not in place and pt was taken back to the operating room for a diagnostic lap and gtube insertion by attending surgeon. Pt has since been d/c'd in stable condition.